Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that a physician questioned the results for an unspecified number of patient samples tested for a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 8000 c 502 module (c502). The customer stated that they had to correct 30 patient sample reports. The customer provided data for two patient samples which had erroneous initial hba1c results that were reported outside of the laboratory. The samples were later repeated and the repeat results were believed to be correct. The first sample initially resulted with an hba1c value of 11.2 %. The sample was repeated on (B)(6) 2018, resulting as 8.5 %. The second sample, from a (B)(6) male patient born on (B)(6), initially resulted with an hba1c value of 7.8 %. The sample was repeated on (B)(6) 2018, resulting as 5.7 %. Of all affected patients, the customer stated that one patient was started on medication based on an initial hba1c result. The customer refused to provide any further information regarding the outcome of the treatment or which patient had been treated. No adverse events were alleged to have occurred with the patients. The hba1c reagent lot number and expiration date were asked for, but not provided. The field service engineer determined that the sample probe was misaligned. He replaced the sample probe and reagent probes. He adjusted all probes and checked all fluidics. He ran successful mechanical checks and performance testing passed. Quality controls were successful.

Manufacturer narrative:
The issue was resolved by the service actions.